Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-0014.

Event description:
It was reported via the implant patient registry that a 3300tfx 23mm aortic valve (subject device), implanted for one (1) month, was explanted due to aortic insufficiency. The initial indication for avr was endocarditis. The patient had underwent avr with the subject device and mitral valve debridement. Postoperatively, tee showed a new moderate mitral regurgitation. There was a small aortic insufficiency leak between the leaflets at the left noncoronary strut of the valve. There was no evidence of a perivalvular leak. Mvr was performed with a non-edwards valve. Redo-avr was then performed with a 3300tfx 21mm valve. The patient was again weaned from bypass without difficulty. The patient was then noted to have profound coagulopathy with bleeding from all needle holes. The presence of a cardiopulmonary bypass and bivalirudin-induced consumptive coagulopathy was confirmed with coagulation studies. While forced diuresis continued, blood products were administered with platelets, fresh frozen plasma and cryoprecipitate. Ultimately, kcentra was infused. Ultimately, hemostasis began to improve somewhat. The chest was ultimately able to be closed. The patient was hemodynamically stable on return to the ICU. He was discharged to home on his 79th postoperative day in stable condition.

Manufacturer narrative:
Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however. They may contribute to mild to severe regurgitation and if undetected may require reoperation. In this case, the device was explanted and replaced with another edwards valve, one size smaller, suggesting that sizing issues may have caused or contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
(B)(4). Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the redo-avr is unknown, there has been no allegation of product malfunction contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 3300tfx 23mm aortic valve, implanted for one (1) month, was explanted. The reason for explant was not provided. The explanted device was replaced with 3300tfx 21mm aortic valve. No other details available at this time.